Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that for the past month, the patient had not been able to empty their bowels and bladder and had bad infections. They received the implant for their bowel, however, it also helped their bladder. When asked, the patient said they were in contact with their healthcare provider's office regarding the information needed for the replacement of their patient programmer, as they could not find it. However, the healthcare provider's office did not provide them with any other suggestions for management of symptoms. They had the replacement patient programmer and it was reviewed how to use it, as well as icon meanings. The patient confirmed that stimulation was on, so they made a slight increase to the setting and said they could feel the stimulation. They planned to monitor their symptoms for a few days and if needed, would make another slight adjustment. The healthcare provider's office had scheduled an appointment for them, and they were redirected to follow up with their healthcare provider to further address the issue. There were no device issues or further patient complications reported at this time.